Event description:
St. Jude medical received a copy of medwatch report that was filed by the user facility in 2002 stating that a left heart catheterization was performed on a patinet with a history of alcohol abuse. Prior to the procedure, the patient had been on aspirin therapy and librium. During the procedure, a single bolus of integrillin followed by an IV integrillin drip of 13cc per hour and 7500 units of heparin were administered. Post-procedure, blood was observed in the right pararenal space, indicating a retroperitoneal hemorrhage. The patient was transferred to the ICU, where blood products were administered. When the integrillin was discontinued, the event abated. Based on the fact that the patient received interventional drug therapy during the procedure, it should be noted that the patient had most likely undergone an interventional procedure. However, no further information could be obtained from the hospital. The condition of the patient is unknown.